Manufacturer narrative:
The field service engineer (fse) discovered two fluid leaks inside the instrument. The fse observed a hole in the tubing through pinch valve pv37. The fse also observed a hole in the tubing through pinch valve pv66. The fse replaced both affected tubing and resolved the fluid leak issue. System performance was verified and no fluid leaks were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of blue fluid leaked from the right side of the instrument involving the coulter lh 500 hematology analyzer. The fluid was contained within the analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.